Event description:
A surgeon's office rep called allergan seeking assistance on medical billing codes and did not wish to report the event, therefore no other info was provided at the time of the call. Health professional mentioned pain with the lap-band system. Revision surgery was performed to reposition the tubing. The device remains implanted. No further info was provided. Additional follow up in progress. Any new info received will be forwarded to the FDA in a follow up report.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(6) 2012. The reporter of the complaint was contacted to indicate the product serial number, the date of the event, and any available additional info. This info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Per the reporter the device remains implanted at this time. Visual examination may determine the connector type associated with this report. Allergan has not received the product. Therefore no analysis or testing has been done. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and...port site pain."